Event description:
Pt and her friend/mixing partner had switched to the pump may most recently got (sn #(B)(4)), and stated that the cassette latch was difficult to turn eventually he was able to get the cassette to lock onto the pump, but after about 2 hours. The pump started to alarm. "No disposable, clamp tubing." Pt's friend stated that he went ahead to clamp tubing turn off the pump, and restart it, and that this seemed to take care of the problem for a few minutes, until the pump started to alarm again. Friend stated that he repeated the earlier steps, but this time, the pump wouldn't restart, so they switched to the back up pump. Pt did not experience any untoward effects as a result of this issue. The malfunctioning pump will be sent back to the pharmacy today, and a new pump will be delivered, per friend's request on (B)(6) 2016. Reported to (B)(6) by pt/caregiver. Dose or amount: remodulin 45 ng/kg/min, frequency: every 2 days, route: intravenous. Dates of use: (B)(6) 2016 to ongoing.